Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline (pfns, pbs), dose not reported via an implantable pump. The indications for use were not reported. The patient¿s medical history was cerebral palsy. It was reported that the pump was explanted per family request. The patient had been weaned down, and saline placed in the pump. The family wished to have pump explanted as the functional losses the patient experienced post pump outweighed the benefit received. They also reported some cognitive changes and anxiety that they felt were related to the baclofen. Those apparently resolved to some degree. There were no environmental, external, or patient factors that led to the issue and no diagnostics or troubleshooting performed. The interventions taken to resolve the issue were various programming parameters were tried. The patient status at the time of the report was alive, no injury and the issue was resolved at the time of the report.

Manufacturer narrative:
Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received on (B)(6) 2016 from a healthcare provider. It was reported that the patient did well for a short period of time following pump implant, then first began experiencing functional losses around (B)(6) 2015. The pump was implanted on (B)(6) 2015 and explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.